Event description:
The complainant a patient (unknown race) with history of acute myocardial infarction/cardiogenic shock requiring extracorporeal membrane oxygenation (ECMO) support was brought to the operating room (or) for escalation of venoarterial- venopulmonary ECMO with an impella cp (serial number (B)(6)) unloading to unloading with an impella 5.5 (serial number (B)(6)) for the purpose of weaning ECMO support with the intention to decannulate the following day. During the initial cutdown for the impella 5.5 axillary graft site, some bleeding complications were encountered. The graft was placed successfully, and multiple "quick clot" methods were used to stitch the site. Following implant, protamine was used to reverse the effects of heparin and blood products were given to counteract the blood loss. Support continued uninterrupted. The patient¿s left ventricular ejection fraction recovered to 45-50%, and the patient was taken to the or for the removal of the impella 5.5. The patient was stable during the wean and there were no issues reported at explant. The patient remained on venopulmonary extracorporeal membrane oxygenation after impella 5.5 was explanted. Eight days later, the patient required mechanical circulatory support to assist in weaning from ECMO support. An impella cp (serial number (B)(6)) was prepped and primed, however imaging revealed the patient had severe thrombus and dissection and lack of perfusion below the right iliac ostia to the common femoral artery. As these are contraindications for the impella cp, the cp was aborted, and the patient was prepared to be taken to the or for an impella 5.5 device. Prior to going to the operating room, it was noted that patient¿s hemoglobin had decreased and thromboelastography also showed need for fresh frozen plasma (ffp). One unit of ffp and 1 unit of red blood cells (rbc) were transfused prior to the trip to the or. During the initial cutdown and subsequent sewing of the graft, the patient became bradycardic, and blood pressure became unreadable. Cardiopulmonary resuscitation was initiated and advanced cardiac life support protocol activated. The patient received 1 round of epinephrine and three ampules of sodium bicarbonate solution. The return of spontaneous circulation achieved in less than 4 minutes. The patient stabilized on increased presser support and impella implant procedure completed following abiomed best practices. The patient remained in critical state on max dose pressers and received 4 more units of rbcs in attempt to curb the patient¿s hypotensive, vasoplegic state. The patient was transferred to cardiovascular ICU without incident. It was reported that on the second day of support with the second impella 5.5 device (serial number (B)(6)), the patient experienced ventricular fibrillation arrest while repositioning in bed. It was noted that the patient was having complications with ECMO support with suspected lysis from the ECMO device. The patient continued to deteriorate despite increasing support and began showing signs of multiple organ failure. The patient was unable to be weaned off of ECMO support, was no longer responding to max pressors, and was experiencing intermittent arrhythmias. The patient¿s family decided to withdraw care. Care was withdrawn and the patient expired.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. Related report numbers: this MDR specifically addresses pump 4, the impella 5.5 with serial number (B)(6), which is one of three pumps associated with complaints involving the reported event. Refer to related report numbers for the report on the other two pumps. Device status: the impella was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.